Event description:
User experienced a leak on the floor from the waste line in the back of the analyzer that came around to an area where the user was walking. No patient samples were involved. No operators were harmed. The field service representative determined there was a loose connection where the di water line connects to the analyzer. He cut off an inch of tubing from the water input line and reconnected the tubing to the analyzer. Performance tests were performed.